Event description:
Procedure type: urological. According to the reporter: during surgery the seal broke and a blue broken piece fell into the cavity. It was immediately retrieved. A new instrument was used to complete the procedure. There was no tissue damage and no excessive bleeding. The operating time and incision were not extended as a result. No pt injury was reported. No further pt info available.